Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, the distal conductor of the lead became distorted at the first rib/clavicle location while in vivo, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, and the outer insulation of the lead developed a cosmetic depression while in vivo.

Event description:
It was reported that the atrial lead was not sensing well and that there was increased impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.